Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Evaluation of the returned receiver and review of the data log confirmed the reported out of range signal. Additionally, a transmitter (part number: 9438-01; serial number (B)(4)) was returned and evaluated. There were no defects found with the transmitter.